Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) advised the customer to reboot the station and fingerprint functionality restored successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier scanner took up to 20 attempts to scan a fingerprint and continuously failed during the scan process, displaying a "static" 20-100% gray screen. The fingerprint image appeared on the touchscreen as a fuzzy gray image, similar to an analog tv with no signal, did not read the fingerprint, and then returned to the login screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.